Event description:
The physician used a wilson-cook tracer metro direct wire guide and a wilson-cook tri-tome triple lumen sphincterotome during the procedure. The coating on the distal tip of the wire guide separated but did not detach. The physician flushed with sterile water in the wire guide holder before use.